Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the customer had low image disk space, which can impact imaging. The system was in clinical use. There was no reported user or patient harm. A philips field service engineer replaced two hard disk on the imaging process computer and returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the patient was undergoing a coronary diagnosis procedure and it was completed as planned by deleting the patient data. A philips field service engineer (fse) examined the system onsite and confirmed that there was no space for images. Review of the log files confirmed the reported malfunction. Upon functional analysis, the fse found that system had no image store space even after deleting patient data, so the fse recreated the frontal image store, but issue didn¿t resolve. To resolve the issue, fse replaced the ip pc (image processing pc) hard drives. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.